Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the patient's father contacted animas alleging the patient's pump was frozen at the verify screen was continuously beeping. At the time of the issue, the reporter confirmed the o-ring was visible. Once the battery cap was tightened and o-ring no longer visible, the patient's father reported that the screen went black. The reporter replaced the battery with a new battery, and stated the pump's screen remained blank and there were no audio sounds coming from the pump. At the time of troubleshooting, the patient denied any visible problems with the battery cap. There was no adverse event associated with this complaint.